Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer admitted to emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 425 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with intravenous drip. Insulin pump was cracked on battery side. Drive support cap was normal. Based on customer report customer did not allege insulin pump was under delivering. High pressure test was performed and it was passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.